Event description:
The customer reported that bleeding under 250cc occurred although an end tone, indicating a completed seal cycle, was heard. The same issue occurred with a second device (see 1717344-2013-00059). The procedure was finished without issue using a third device. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.